Event description:
It was reported that during a diagnostic procedure, the catheter became kinked. The physician could not pass a wire into the catheter and experienced difficulty removing the catheter. Upon removal of the catheter, it was noted that the tip had separated and remained in the patient. The tip was successfully located and removed during a surgical procedure. The patient status is listed as "okay".